Event description:
It was reported that during central processing, the 8mm monopolar curved scissors instrument was broken. At the time of this report, it is unknown if there was any patient involvement.

Manufacturer narrative:
Isi has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm monopolar curved scissors instrument associated with the customer-reported complaint. The instrument was analyzed, and visual inspection did not reveal any damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument passed the cut test on 3 of 3 attempts. The instrument was fully functional. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.